Event description:
It was reported that during the trial lead implant procedure the pt felt twinge in both the feet when the physician was threading the lead. The pt reported tingling in his feet during post-operative training when the stimulation was off. The lead was removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.